Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .

Event description:
It was reported that during a da vinci-assisted colostomy takedown and re-anastomosis procedure, an internal iliac vessel was nicked while the surgeon was dissecting near the rectal space. The cavity began to fill with blood and a laparoscopic suction irrigator was utilized to clear the field. A raytec sponge was placed to hold pressure at the bleeding site. The robot was undocked and the procedure was converted to open surgery where the surgeon controlled the bleeding with a clamp. The iliac vessel was repaired, the colostomy takedown was aborted, and the patient was left with an ostomy. The estimated blood loss was approximately 1,500ml.